Manufacturer narrative:
Olympus repair facility evaluated the device and found it to be within specifications. The sheath of the scope was shredded due to the fire. Co believes the pvc endotracheal tube may have been too close to the treatment site and caught fire when the laser was fired. No further action will be taken.

Event description:
On 3/17/98, the pt was undergoing a laser bronchoscopy procedure due to recurrent hemoptysis. The anesthesiologist had been using 100% oxygen at some point in the procedure and the firing of the laser resulted in an airway fire via the pvc endotracheal tube. The pvc endotracheal tube was promptly removed, the bronchscope was reinserted and the bronchial lavage was completed.